Event description:
Bilateral patient. Litigation papers allege that patient has experienced persistent and severe pain in hip, groin, and thigh, which has increased over time; sensation of misalignment; and elevated levels of metal ions. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 4/28/16 - medical records received. Medical records reviewed for MDR reportability. Right hip revision actually occurred on (B)(6) 2016 as prevision revision report was wrong side and has been modified. Revision surgical report noted the trunnion to have striping but no gross damage or evidence of notching. Dor updated and discoloration added. There is no new information received that would change the outcome of the investigation. The complaint was updated on: may 17, 2016.